Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section exhibited a detached distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the post to hold on eto cap was missing is due to missing lock pin eto valve. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the post to hold on ethylene oxide cap is missing. There were no reports of patient harm.